Event description:
It was reported that during a gastrectomy, the device fired malformed staples at 1st and 2nd firing. Additional sutures were used to complete the procedure. There was no adverse consequence to the patient.